Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician could not get the device to deploy in the cavity. Trouble shooting steps were completed and the ablation was performed successfully. A repeat hysteroscopy noted red marks at the fundus where the device was likely trapped.